Event description:
The customer reported a suspected positive bi. None of the load was recalled; all devices in load were used on patients. No information was provided as to the possible impact on patients.

Manufacturer narrative:
.